Event description:
During insertion of a cannulated screw for a talar navicular fusion, the screw broke at the junction between the shaft and threaded portion and the threads of the screw unraveled. Surgeon used another screw and inserted it through the threads of the broken screw to complete the procedure. Review of immediate postoperative x-rays gave the appearance that the broken / unraveled screw had expanded inside the navicular.

Manufacturer narrative:
Add'l info has been requested. Device was not explanted. Investigation is on going; no conclusion can be drawn as no device was returned or lot number provided. Synthes is unable to determine mfg date without a lot number.